Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the customer reported complaint of ¿the spacer came off¿. For clarification, the instrument was found with the entire teflon pad missing from the clamp arm. Missing material, approximately 0.41¿ x 0.10¿, was not returned back. Root cause is attributed to mishandling/misuse. Per system logs, a procedure was performed on the reported event date of (B)(6) 2022 on system sk3200. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with a missing teflon pad and product information. No conclusive determination can be made based on this analysis. This complaint is considered a reportable event due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed physical damage on the spacer (or teflon pad) of the harmonic ace instrument, it came off. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the teflon pad became detached from the harmonic ace instrument and fell inside the patient. The customer confirmed that the fragment was completely removed from the patient. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210810-0358) was last used on (B)(6)2022 during a procedure with system sk3200. The harmonic ace instrument is a single-use device. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date.

Event description:
Refer to h10/h11 for follow-up information.